Event description:
The consumer indicated that her tampon unraveled upon removal and tampon pieces remained inside of her. She indicated that she inserted her tampon the night before. Upon removal the following the morning, her tampon unraveled and elongated about 8-10 inches long.

Manufacturer narrative:
Consumer had not returned unused product for evaluation at the time of this report. Complaint sample was not returned therefore a product evaluation could not be performed. A document and records review was performed of the reported lot. Documentation assessed includes: manufacturing, quality audit, production, raw material and device history records. This assessment found no anomalies that may have attributed to the reported issue; therefore, the complaint could not be confirmed. The cause of the reported complaint could not be determined. Information from this incident will be included in our product complaint and MDR trend analysis